Manufacturer narrative:
Product analysis #(B)(4):2024-04-25 14:39:01 cdt webmremotews sfdcmnav product analysis task update tested by date: 2024-04-25 findings and conclusions: the returned tracker would not track when connected to a known good system but displayed red status. Afc: nafc0118 - damaged tool; this regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during set up for a procedure. It was reported the registration was attempted as usual, but could not be performed due to a suspected disconnection of the reported item. The site unboxed other inventory in the hospital and conducted registration. Additional information received indicated there was no impact to patient's outcome and there was no surgical delay time.